Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmologist reported that the light source of the microscope stopped working during surgery. Changing the light bulb did not solve the event. The surgery was nearly finished and the surgeon did not need to go into the eye anymore, only the incision hydratation was needed at the time of the event. There was no patient impact. No additional information is expected.

Manufacturer narrative:
Evaluation summary. The customer called the company representative to assist with troubleshooting. The customer confirmed there was a burnt connector in the knuckle of the stand. The customer is replacing the microscope. The product met specifications at the time of release. The root cause of the reported event can be attributed to a burnt connector. An internal investigation was opened on this issue. (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial and supplemental report, this event does not meet criteria for reporting based on applicable medical device regulations. There is no evidence of a life threatening injury/illness or permanent impairment/damage, there has been no medical or surgical intervention to preclude permanent impairment/damage and the information provided does not represent a product problem that is likely to cause the above-mentioned events if the product problem were to recur. (B)(4).